Manufacturer narrative:
No product at hand. The manufacturing history records have been checked and found to be according to specification valid at the time of production. The failure is most probably user related. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Shunt failure is requiring patient to have a revision surgery. The surgeon tried adjusting the valves and noticed it would not depress. Reason for adjustment is standard practice for this surgeon. Original setting was 10.